Manufacturer narrative:
(B)(4). Approximate age of device - 9.5 months. The pump was returned for evaluation. The driveline was cut approximately 2.5 inches from the pump housing. An 11 inch portion of the internal driveline, and an approximately 21.5 inch section of the external driveline were returned for evaluation. Examination of the returned portions of the driveline found no breaches in the wire insulation. Continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no fractures or breaches. High potential testing did not reveal any current leakage in any of the wires. However, when the wires at the pump housing were put under tensile stress, the red and orange wires fractured. When pulled, the red and orange wire insulation elongated, which suggests that the insulation was intact, but the internal wire conductors were fractured. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. The red and orange wires represent redundant wires in motor phase 3. The reported driveline fault alarms would have occurred as a result of the internal wire conductors being fractured. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that driveline fault alarms occurred. The patient was asymptomatic. On (B)(6) 2016, a driveline evaluation was performed by the manufacturer's technical service representatives. Electric continuity testing did not reveal any broken wires; however the alarms were confirmed and a distal end driveline replacement was performed. Within 24 hours, the drive fault alarm returned. The patient underwent a pump exchange on (B)(6) 2016. No additional information was provided.